Event description:
A nurse reported that the trocar "stopped" midway through a procedure. Pt impact is unknown. Additional information was received indicating the issue was with the infusion cannula.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).